Event description:
As reported to coloplast though not verified, patient was implanted with coloplast pelvic mesh product. Later patient experienced physical injury, pain, disfigurement, physical impairment, psychological injury and progression of existing conditions.

Manufacturer narrative:
Although a coloplast device was cited in this report, a product name or item number was not provided. Additionally coloplast has not been provided any corroborating evidence to verify the information contained in this report.